Event description:
It was reported that following anterior and posterior repair procedure in 2007, the doctor observed a mid-urethral fistula via cystoscopy and physical exam. The pt experienced urinary leakage (18 pads/day), pelvic pain, dyspareunia, and apical mesh exposure. The date of onset of complications was reported as 2007. The size of the fistula was described as 1-2 cm. The doctor has removed the anterior mesh and performed uvf repair with martius fat pad graft in 2008. No further complications have been reported.